Manufacturer narrative:
Integra has completed their internal investigation on 14dec2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint management database for similar complaints. Results: device history record reviewed for this product ID s/n (B)(4) manufactured on 02/14/2014, show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No manufacturing or design related trend has been identified. Conclusion: in summary the end users reason for return was verified the most likely cause could be due to the blown fuses and cut cord damage.

Event description:
It was reported the power supply doesn't work. It was initially reported by the customer contact there was no patient impact. The device was not in use when the issue occurred because it did not switch on from the beginning. Additional information was provided by a different customer contact: the power supply does not switch on. The dysfunction occurred during the surgery. The patient was not injured. The event led to an increase in surgery time of 2 hours. The patient was under anesthesia when the dysfunction was observed. They completed the procedure by recovering the skin graft by hand. The patient was undergoing a graft necrosis procedure. The reported outcome was, ¿new (skin) formation on the head.¿